Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received post-reset ram crc alarm. Customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated that the alarm occurred immediately after a battery change. Customer also reported that the insulin pump had received trace pointers was invalid as well as history pointers failed and the history pointers are corrupted. Customer stated that they received battery failure alert. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was advised to perform a self test and the test was passed. Troubleshooting was performed. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.